Event description:
A pt being treated for rib fractures was plated anteriorly at ribs 6 -7 and posteriorly at ribs 6 - 10. Three months post implant, the pt developed a large sub-scapular seroma which required prolonged drainage and subsequently became infected. The pt was returned to the operating room on (B)(6) 2012, for removal of the hardware due to infection. Reportedly the fractures were fused and pt was not revised to add'l implants. The surgeon indicated the pt was not compliant with post-op instructions. This report is #21 of 44 for the same events.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.